Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patent was noted to have bleeding from the inflow conduit silastic hole. The hospital was unable to control bleeding from the inflow, which delayed closure of chest. The chest was closed the next day.

Manufacturer narrative:
A specific cause for the reported blood leak could not be determined through this evaluation. It was reported that the patient was doing well. The pump and inflow conduit remain implanted and supporting the patient. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.